Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the action/interventions taken to resolve the bleeding at the implant site were wound cleaned c. Wound spray, sterile gauze dressing and tegaderm applied. It was reported that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there were bandages present at their implant site because they had been bleeding since they had the implant put in. The patient reported that they had already been to the hospital overnight because of the bleeding still, and so they had a bandage at the implant site at the time of the call. The patient was advised to contact their healthcare provider. No further complications were reported.